Event description:
It was reported via phone call, that the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 500 mg/dl. The customer mentioned having a virus that caused the high blood glucose levels. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).